Manufacturer narrative:
Correction made to b5: the affected quantity reported to be leaking is one (1) (previously reported as two (2)). Correction made to d5: operator of device: health professional (previously submitted as other). Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from march 12, 2020 - march 17, 2020. H10: one (1) actual sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The other sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were discovered during mixing prior to patient use. There was no patient involvement. No additional information is available.